Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was unpacked on (B)(6) 2019. According to the complainant, during unpacking, the device packaging was found damaged and sterility of the device was compromised. The procedure was completed with another radial jaw 4 standard capacity biopsy forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code 1444 captures the reportable event of packaging seal compromised. Block h10: the device was returned within its pouch. Visual analysis found the returned device was in good condition. The device pouch was opened: it had been cut or ripped along the pouch's markings that indicate where to open the package. The cut was irregular and did not appear to be a mechanical cut. The pouch's seal was in good condition. There were no other issues noted. The complainant's report that the packaging was damaged and the sterility of the device was compromised was confirmed: the returned packaging was cut/ripped open. The cut/rip appeared to be intentional. During manufacturing, all pouches are inspected for damaged. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Therefore, the most probable cause of the event is "cause traced to transport/storage".

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was unpacked on (B)(6) 2019. According to the complainant, during unpacking, the device packaging was found damaged and sterility of the device was compromised. The procedure was completed with another radial jaw 4 standard capacity biopsy forceps. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.